Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this reported condition were found. There are no nonconformance records related to the reported issue for the involved lot. A sample was received at the manufacturing site for investigation. The sample consisted of a venous extension with its adapter that presented signs of heavy use (dirt and wear). A visual inspection was performed and it was observed that the adapter had a crack on the thread pitch area at a 90 degree angle. The product specifications were reviewed in order to determine the potential cause for the event. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time, therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as unintentional misuse. As per the instructions for use adapter over tightening can cause a crack in the palindrome catheter. This issue is being addressed by a formal corrective and preventative action. No additional actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the result will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter had to be repaired due to hair cracks at the adapter. The patient is doing well.